Event description:
The customer reported results for the mean cell volume (mcv) and mean cell hemoglobin concentration (mchc) were erroneously high when using the coulter lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On 09/18/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed high mean cell volume (mcv) results along with an error condition of vote out (non-numeric test results) for white blood cell (wbc) and red blood cell (rbc) parameters. There were bubbles in the wbc diluent dispenser and the rinsing to the wbc bath was not adequate. The wbc diluent dispenser was replaced, resolving the event. Beckman coulter (bec) internal identifier for the report is (B)(4).